Manufacturer narrative:
The customer reported this event occurred a total of four times for this patient. This report addresses the first device. Events two, three and four are captured under the following medwatch report numbers: 3006260740-2023-00775, 3006260740-2023-00770, 3006260740-2023-00769. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgsfc002 showed 1 other similar product complaint(s) from this batch number. The complaints for this batch number have been reported from the same facility.

Event description:
It was reported via medwatch that "describe the event or problem: ivad needle tubing splinted and secured on a small nicu armband to keep straight. Pt not moving, but mom noted armband saturated again and nurse assessed a small hole/ break at connection of tubing to female end to cap. This is the 4th broken port with the same type of device to this patient now. Removed needle and accessed again to infuse heparin for discharge." It was reported this occurred with 4 devices. This report addresses the first device.